Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was able to advance out of the sheath; however, it would not open or close and when they attempted to deploy the clip, it would not release from the catheter. Reportedly, anatomy was not tortuous and the clip did not fall into the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was able to advance out of the sheath; however, it would not open or close and when they attempted to deploy the clip, it would not release from the catheter. Reportedly, anatomy was not tortuous and the clip did not fall into the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was detached from the bushing; however, it was still attached to the control wire via tension breaker and yoke. The clip can be deployed but the clip prongs could not be opened. A kink was noted in the control wire. The complaint that the clip won¿t open and close was confirmed; however, investigation could not confirm reported event of clip failed to release. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context.